Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that high, out of range, high capture threshold was observed on the rv lead. Imaging did not show lead dislodgement. The lead was explanted and a new lead was implanted. Patient was stable post procedure.